Event description:
Pain and inflammation occurred. In CT image, foreign matter reaction was noted.

Manufacturer narrative:
Visual examination of the returned devices finds no signs unusual wear on the articulating surfaces. A search of the complaints databases finds no other reports against the product/lot code combinations since their release to distribution. Additional event information and investigational inputs were requested but not provided to depuy customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation.